Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on an unreported date. The patient was treated with intraperitoneal (ip) injections of vancomycin, 500 mg with alternate bags and fortum 500 mg with alternate bags (frequencies were not reported). At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.